Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The events can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope had grain on the handle and it was blocking the whole thing. During the device evaluation, foreign objects came out of the distal end due to clogging of the channel mount unit, and foreign material was found in the jet tube and the channel tube. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the phenomena identified in b5, the following phenomena were also identified during the device evaluation: the flexibility adjustment ring had a scratch; the grip had a scratch; the air/water cylinder had no color; the suction cylinder had no color; the switch box had a scratch; the scope cover case unit had a scratch; the plug unit had a scratch; the scope cover case unit had corrosion due to water leakage; the label on the scope connector was damaged; the image guide protector had a scratch; the objective lens had a crack; the light guide lens had a crack; the light guide lens had a chip; the connecting tube had buckling; water could not be supplied due to clogging of the jet tube in the control unit; and the universal cord had a wrinkle. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.